Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise, high impedance, and high capture thresholds. X-ray revealed that the lead was damaged. The lead was explanted and replaced. Patient was stable throughout.